Event description:
It was reported that during a routine follow-up visit, this device declared error code 1006, indicating that high voltage has been detected in the cables during charging. It was noted that the patient reported undergoing magnetic resonance imaging, and that the device was not programmed. The patient was stable, but was admitted to the ER to schedule a device replacement procedure. Subsequently, this device was explanted and replaced, and is expected for return.

Event description:
It was reported that during a routine follow-up visit, this device declared error code 1006, indicating that high voltage has been detected in the cables during charging. It was noted that the patient reported undergoing magnetic resonance imaging, and that the device was not programmed. The patient was stable, but was admitted to the ER to schedule a device replacement procedure. Subsequently, this device was explanted and replaced. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed a shorted lead error had been recorded. Memory also showed that the most recent shock impedance measurements was less than 20 ohms. An attempt to perform a capacitor reformation was made however was unsuccessful. The device case was opened and internal visual inspection noted electrical overstress where the high voltage capacitor and high voltage fuse was located. The root cause was unable to be determined due to damage to the internal circuitry.